Event description:
Caller alleged imprecision with the inratio. Results as follows: first test inr = 6.3 second test inr = 3.1

Manufacturer narrative:
Inratio precision data provided by end-user lot: first test inr = 6.3 second test inr = 3.1 mean = 4.7; sd = 2.2; %cv = 48%. The %cv is greater 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Caller didn't provide the time interval between tests. Per text "no strip lot# is available." Caller didn't provide strips lot#. No further testing can be performed.